Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) had a pocket infection. The patient was given oral and intravenous (IV) antibiotics. No additional adverse patient effects were reported. This ctr-d remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device had a pocket infection. There were no additional adverse patient effects were reported. The product remains in service.